Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00083 / 00085).

Manufacturer narrative:
Visual inspection of the returned screws found a hairline fracture along the wall of the screw seat. There was also some wear markings aligned along the threading. No other sign of damage were found on the screw. A review of the manufacturing record for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Splaying is the spreading the pedicle screw seat and is generally a result of excessive or off-axis loading of the plug. In this reported event, the returned screw was found with damage and wear marking aligned along the threading indicating possible cross threading of the plug. As such, the probable underlying root cause for the reported incident is off-axis loading during torquing of plug.

Event description:
It was reported that three screws spayed during torquing in surgery. Subsequently, two of the three screws were explanted. Patient outcome: no adverse effect reported as a result of this event.